Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. Upon interrogation of the patient¿s implantable cardioverter defibrillator (ICD) it was noted that the patient¿s right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. In addition, it was noted that the patient may have received inappropriate therapy for atrial fibrillation (af)/flutter with rapid ventricular response that the ICD detected as ventricular fibrillation (vf). Both the ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.